Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: upon completing the procedure and removing the trocar versastep 12mm, it was noticed that a piece of the trocar was still in the patient. The case was not extended by more than 30 minutes. There was no injury to the patient or the user. The patient refused to have the broken piece removed initially. Per risk management department at (B)(6), the patient has since had the broken piece removed at another institution. The trocar minus the fragment that was left in the patient will be returned to quality assurance.